Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation, it was found that device was missing the lid magnet. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined damaged retainer tabs were the cause of the reported issue. The customer received a replacement device and the returned device was archived by stryker.